Event description:
Per patient, band's valve was positioned improperly making it difficult to inflate, difficulty with digestion, acidic regurgitation, pain in the stomach and intestines, vomiting and constipation and disconnected valve. Follow up findings: leakage at or near port tubing connector.